Event description:
Boston scientific received information that the right ventricular (rv) and defibrillator exhibited oversensing of the p waves that resulted non sustained ventricular tachycardia (vt) in pacing inhibition. It was also noted that the pacing impedance measurement had been decreasing for approximately 10 months and was now out of range at 160 ohms and the threshold measurement had increased significantly to 1.75 millivolts. It was noted that another manufacturer's right atrial (ra) lead exhibited oversensing of noise that led to inappropriate mode switching. The ra lead also had decreasing impedance measurements that were still within range. The patient has a left ventricular assist device implanted. No changes were made to the system at the time and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
This report was inadvertently filed with the incorrect device information. Further review found that this implantable cardioverter defibrillator (ICD) had been explanted approximately seven months prior to the low pacing impedance and oversensing of noise issues exhibited. Another manufacturer¿s ICD was implanted at that time of the related anomalies and has since been explanted due to normal battery depletion. There were no allegations against this ICD while implanted.